Manufacturer narrative:
This lead has not been returned; therefore, a technical analysis cannot be conducted. Without a returned lead it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged with a pneumothorax. The patient was admitted to coronary care unit (ccu) and underwent revision procedure the following day. Ra lead remains in service. No additional adverse patient effects were reported.